Manufacturer narrative:
E1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the screen on the cs100 intra-aortic balloon pump (iabp) unit did not display normally after the device was turned on. It was not used on patients and did not cause any personal injury.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(medical device ¿ problem code) no other information is available. In future if we receive any repair information will reopen and update the investigation.